Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 19-jun-2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Highest blood glucose levels noticed during the event were 194 mg/dl. Patient took correction bolus via pump to address the event. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.